Event description:
It was reported that the patient underwent a posterior spinal surgery to treat a l4 fracture. Sometime post op the patient reported feeling uncomfortable and it was found that the screw was broken on an x-ray. The patient underwent a revision surgery 7 months post-op. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.